Event description:
The patient's lead was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ineffective stimulation issue continues. Additionally, the patient requires an MRI for an unrelated health issue. For these reasons, an explant of the patient's therapy system is planned. See MFR report # 1627487-2014-21614 for the patient's initial report of ineffective therapy coverage.